Event description:
It was reported that during a laparoscopic sleeve gastric revision procedure the staples are deflecting off the staple pockets causing the staple line to have an x patterns and slash pattern. Another device was used to complete the procedure with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: science of tissue management principles to include cartridge selection and making appropriate accommodations for the use of buttressing material were reviewed with the sales rep.